Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged spots on lungs. The medical intervention is not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.